Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited varying low voltage impedance and high pacing impedance. The rv lead was not used. The physician continued to used another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination, and electrical testing were normal, with no anomalies, with the exception of procedural damage.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high pacing impedance. The rv lead was not used. The physician continued to used another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 - should have said "it was noted that the right ventricle (rv) lead exhibited high pacing impedance." Rather than "it was noted that the right ventricle (rv) lead exhibited varying low voltage impedance and high pacing impedance." Section h6- should have reported "high impedance" only, rather than "impedance problem and high impedance".